Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the power cord and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heart lung machine (hlm) power cord had a missing prong on the end. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.